Event description:
A health professional was rolling a patient on a cot on a tilted floor in the hospital and was receiving a sock each time she touched the cot.

Manufacturer narrative:
The cot did not malfunction; however, based upon the incident we are reporting as we continue to investigate the root cause of the incident.